Manufacturer narrative:
Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Journal article details; title: renal dysfunction after abdominal or thoracic endovascular aortic aneurysm repair: incidence and risk factors authors: shuji ikeda, makiyo hagihara, akira kitagawa, yuichiro izumi, kojiro suzuki, toyohiro ota, tsuneo ishiguchi, hiroyuki ishibashi. Jpn j radiol (2017) 35: 562¿567, doi: 10.1007/s11604-017-0666-3. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent aaa and endurant stent graft systems were implanted in a patient group for endovascular abdominal aortic aneurysm repair. Talent taa and valiant stent graft systems were implanted in a second patient group for endovascular thoracic aortic aneurysm repair. The following adverse events were observed in both patient groups: renal dysfunction renal artery occlusion.